Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 500 mg/dl and that she was hospitalized for the high blood glucose. The patient was vomiting prior to the hospital admission. The customer was treated at the hospital; the staff adjusted her insulin intake and sugar and discharged her. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. A manual prime was performed with the current set and insulin exited the tubing. The customer declined to check their settings. The husband also mentioned that the patient was hospitalized a month ago but he did not know the specific date or the details of the hospitalization. No products were returned and a loaner insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area.